Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article received entitled: "polyethylene subluxation: a radiographic sign of locking mechanism failure after modular total knee arthroplasty". Literature article "polyethylene subluxation: a radiographic sign of locking mechanism failure after modular total knee arthroplasty" by matthew s. Hepinstall et al. Published by the journal of arthroplasty doi:10.1016/j.arth.2009.10.020 was reviewed. The article purpose: to examine the prevalence of radiographic subluxation of the tibial insert in patients found to have failure of the original pfc locking mechanism at revision surgery. The article reports: the authors retrospectively identified 10 modular pfc tkas found to have failure of the locking mechanism at the time of revision surgery. All 10 operative reports that noted failure of the locking mechanism also noted significant backside wear, and all 10 knees were revised for osteolysis and synovitis. Of these 10 knees, 9 had anterior polyethylene subluxation evident on a preoperative radiograph. Cement usage and patella resurfacing was not mentioned within the article. Depuy products involved: pfc ps. Complications: natural wear (10), osteolysis (10), synovitis (10), implant disassociation (9), surgical intervention (10).